Manufacturer narrative:
Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. After sometimes post deployment, computed tomography of abdomen without intravenous contrast was performed and result showed that there was a retrievable inferior vena cava filter present in the infra renal inferior vena cava. It was reported that the filter type was bard g2x or eclipse filter. The caliber of the inferior vena cava was the same above and below the filter. There did not appear to be any significant tilt of the filter and its retrieving hook was not against the wall. Some of the side holes appeared to extend beyond the wall of the inferior vena cava. This could sometimes be deceiving with leg within the lumen; however, there were several which extended significantly beyond the outer conference of the inferior vena cava and were probably truly extraluminal. Using the numbers of a clock face as coordinated there was a leg protruded over a centimeter at the 1 o¿clock to 2 o¿clock position towards the duodenum but did not appear to contact it. There was a leg at 2:30 which extended just anterior to the aorta. There was a leg in the 3 o¿clock position which appeared to project into the aorta approximately 3 mm. A leg at 7 o¿clock appeared to contact the right psoas muscle. Therefore, the investigation is confirmed for the alleged perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy.

Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. At some time, post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.